Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker exhibited error message. Programming changes were performed to resolve the error. There were no patient consequences reported.